Manufacturer narrative:
No similar reports last years. Unable to confirm reported issue: device not yet returned for technical investigation.

Event description:
Provided narrative by the clinic: "surgeon requested implant evaluated as it did not take and had to open a second implant."